Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported numbness, mobility and inadequate bone quality/bone quantity.

Event description:
Mobility, numbness and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was up to 1 year after prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.